Event description:
It was reported that during a surgical procedure at the user facility, the saw was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device evaluation. However, the motor was found to have rotor rub, which may have caused the reported overheating of the device.